Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a no device found message. The patient couldn¿t connect to the ins with the controller or recharger. It was suggested to remove and reinsert the controller battery and reconnect the recharger. The patient was to start a recharge session and perhaps let the recharger go into passive recharge mode to see if they could connect. Troubleshooting could not be performed on the call due to lack of access to the product. No symptoms or further complications were reported.